Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone blank display and cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir chamber and battery cap were both damaged. Customer was advised to monitor the insulin pump and that a replacement battery cap would be sent out.